Manufacturer narrative:
On 09/09/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/16/2015 a medtronic representative, following-up at the site, reported the screws were lateral, distance unknown. No harm was done by the misplaced screws. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy where two pedicle screws were placed laterally. The surgeon took a pre-op spin, used awl-tip taps, saved a plan, confirmed she felt bone with feeler probe, then dropped left side screws on l4 and l5. The surgeon then switched over to the right side, took a post-op spin, and discovered that the first two screws on the left side were both placed laterally. In trouble-shooting, 2 more navigated spins were taken to correct the misplaced screws and then another, final confirmation spin. There was approximately an hour delay in therapy. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
An archive of the o-arm images was analyzed. It did not provide any additional information regarding the cause of the alleged inaccuracy because the o-arm registration cannot be viewed. However, it was noted that the image quality was sufficient and there was no indication of inaccuracy.